Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave catheter was selected for use. During the procedure, the catheter had a cloudy flush port after flushing with saline. No air entered the patient. No fluid leaked from the flush port, however, fluid was noted to have come out of the front of the catheter. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device was returned for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted that the strain relief was detached from the luer, and the luer did not return back with the rest of the device. With the help of an ultraviolet (uv) light, separation between the strain relief/luer could be seen. The reported event was confirmed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave catheter was selected for use. During the procedure, the catheter had a cloudy flush port after flushing with saline. No air entered the patient. No fluid leaked from the flush port; however, fluid was noted to have come out of the front of the catheter. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.